Manufacturer narrative:
Device evaluation: according to the investigation, repair notes from work completed by a smiths medical field service technician at the customer facility. The repair note reported that the device was missing seal in battery compartment. The customer's reported problem was confirmed. The device internal ribbon cable connection observed to be not to factory spec, repair procedure performed, and glue was installed per paa procedure. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited primary audible alarms. No reported adverse effects.